Manufacturer narrative:
One used suspect device was returned for evaluation. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for this lot number. The customer did not provide any information as to if this was the initial use of the device. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during a left ventriculogram procedure. The customer reported that this occurred four times. Injector settings: 10 ml/sec for a total of 30 ml at 600 psi. No harm or injury was reported. This is one of four reports for this complaint: 1721504-2011-00136, 1721504-2011-00137, 1721504-2011-00139.